Manufacturer narrative:
A visual inspection was performed on the returned device. The reported unsealed packaging was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unsealed device packaging could not be determined. In this case, it is possible that the packaging was prematurely unboxed and opened prior to the intended use, which resulted in the reported unsealed device packaging upon the reported intended use; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the pressurewirex, wireless device plastic seal was loose. The sterility is unknown therefore the device was not used, and the procedure was completed with another pressurewire. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the pressurewirex, wireless device plastic seal was loose. The sterility was unknown therefore the device was not used, and the procedure was completed with another pressurewire. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.